Event description:
There was a balloon rupture during dilation of the brachial artery throughout a percutaneous transluminal angioplasty. There was moderate calcification with 80% stenosis, though there was no vessel tortuosity seen. There were no anomalies noted during product inspection or when prepping device. An indeflator was use to inflate balloon however balloon was reported to have ruptured below nominal pressure (unknown atm). There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection of deflation reported. The balloon was withdrawn without difficulty and exchaanged for another balloon to end procedure successully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing.